Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn was priming the line with n/s. Rn noticed the leakage -as she was looking to see where the leakage is coming from the line attached to the square part got disconnected.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 14-dec-2022. Investigation summary a sample was received and investigated by our quality team. The tubing was separated from male luer side of filter as customer complaint detailed- this verified the customer's complaint. The separated tubing was analyzed under microscope and the solvent was clearly under applicated. The root cause of this complaint is a lack of solvent applied to the tubing during the tubing to filter portion assembly by plant operator. A device history record review for model 10013902 lot number 22069110 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: rn was priming the line with n/s. Rn noticed the leakage -as she was looking to see where the leakage is coming from the line attached to the square part got disconnected.